Manufacturer narrative:
Correction information provided in b.5., d.3., d.10. And g.1. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens implant procedure, the cartridge was split. Additional information was received and reported that there was no patient harm.

Event description:
A non-healthcare professional reported that during an intraocular lens implant procedure, the cartridge was split. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The file indicated a company cartridge was used with a other company handpiece with company viscoelastic. Company viscoelastic not qualified for this cartridge and handpiece combination. Only the company lens models are qualified for use with the cartridge with the other company handpiece and company viscoelastic. It is unknown what brand and model lens was used in the cartridge. The root cause for the complaint may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated for the cartridge and handpiece combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).